Event description:
Customer reported that during an impacted wisdom tooth removal procedure, the drill leaked a black, oily substance in the patient's mouth. The patient's mouth was irrigated and no further treatment was provided to the patient as a result of this event.

Manufacturer narrative:
The device was returned for evaluation. When received, there was no indication of a black substance leaking from the handpiece. Preventative maintenance was done on the handpiece and it was returned to the customer. The black substance noted by the customer could have been from corrosion particulate from inside the handpiece. If the handpiece was immersed, this can become more apparent. The corrosion would likely stem from improper sterilization. The instructions for use contains specific instructions on the cleaning, sterilization, and maintenance for this drill. Specifically, it states not to use any solvents or lubricants, not to immerse the handpiece, not to allow water to ruin into electrical connections, and follow recommended dry times to prevent moisture inside the handpiece.